Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Corrected data: device information. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the sales rep received a call from the surgeon stating that the custom implant placed in (B)(6) needed to be explanted, due to infection. Infection was due to patient's shunt placement and patient's compliance.

Event description:
It was reported that the sales rep recieved a call from the surgeon stating that the custom implant placed in (B)(6) needed to be explanted, due to infection. Infection was due to patient's shunt placement and patient's compliance.